Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Additional data: h4. Corrected data: d4.

Event description:
It was reported that when using the cranial guidance software, the surgeon resected healthy brain matter instead of the tumor. A revision surgery was performed.

Event description:
It was reported that when using the cranial guidance software, the surgeon resected healthy brain matter instead of the tumor. A revision surgery was performed.